Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was reading inaccurately high in comparison to another device. This complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 12:45am he obtained a result of ¿180mg/dl¿ on the subject meter which he felt was inaccurately high compared to a result of ¿23mg/dl¿ obtained on an accuchek meter at between 01:15am and 01:30am on (B)(6). The patient detailed that he manages his diabetes with oral medication, diet and exercise and denied making any changes to his diabetes management regime in response to the alleged inaccuracy. The patient claimed that ¿30 minutes¿ after the alleged inaccuracy, he developed a symptom of ¿sweating¿ and ¿fainted¿ and at 03:00am on february he was treated with a glucagon injection by emergency medical services (ems). During troubleshooting the customer care advocate (cca) noted that the meter was set to the correct unit of measure and an approved sample site was used however the patient had followed the incorrect testing procedure by not washing his hands. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hypoglycemic event and received medical intervention from a healthcare professional after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.